Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07730. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reportable defect no image with cable breakage has been determined to be due to the user's handling. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the screen is black due to a faulty cable unit. The focus ring is worn and cracked. The rear cover label is fading. A full device refurbishment was performed. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an image problem with the device during preparation for use. There was no image, and the screen is black. The device was swapped with a working unit for the procedure. There was no patient involvement. No additional information was provided.